Manufacturer narrative:
Concomitant products: product ID 8578. Serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter had been disconnected from her pump three times ¿so far¿. (Refer to manufacturer report # 3004209178-2011-02482 for the first time and 3004209178-2014-12398 for the second time). The third time it happened, it was discovered on (B)(6) 2014. The patient wanted to know if ¿this is a medtronic problem or a neurosurgeon problem.¿ the device system was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.